Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insulin syringe with the bd ultra-fine¿ needle there was an issue with difficult plunger movement. It was stated ¿plunger rod difficult to move making it difficult to draw the insulin. Consumer does not re-use syringes.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.